Manufacturer narrative:
An outside of the united states (ous) distributor contacted siemens regarding falsely depressed insulin-like growth factor I (igf-I) results that were obtained on a patient sample on an immulite 2000 instrument at the customer's site. The customer adjusted the igf-I kit twice after system decontamination and the instrument was performed as expected. Quality controls were also within ranges. There is no indication of an instrument malfunction. Siemens is investigating the issue.

Event description:
A falsely depressed insulin-like growth factor I (igf-I) result obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument after the customer repeated the kit adjustment and an alternate non-siemens instrument. The repeat result obtained on immulite 2000 was considered falsely depressed. The non-siemens instrument results recovered higher than the results obtained on the immulite 2000 instrument. On the subsequent day, (B)(6) 2022, the customer repeated the sample on the immulite 2000 instrument and the sample recovered higher. The repeat results from the alternate instrument were considered as the correct results. The customer reported the mean value of the immulite 2000 and the non-siemens instrument results to the physician(s). The reported result is unknown. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed igf-I results.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2021-00005 on 04-mar-2022. Additional information (14-mar-2022): siemens further investigated the issue. Siemens determined that quality controls were within acceptable ranges when the sample was initially processed. Siemens concluded that differences in vendor, siemens compared to non-siemens, formulation can lead to differing recovery. When the customer repeated the sample on the same immulite instrument an elevated (405 ng/ml) and diagnostically concordant result was obtained with the non-siemens method. Pre-analytical factors potentially contributed to the depressed insulin-like growth factor 1 (igf-1) results. Additional information (21-mar-2022): the customer informed siemens that they reported the (igf-I) result of 539 ng/ml to the physician(s) and did not average the results from the immulite 2000 and non-siemens instruments. Section b6 was updated to reflect the additional information. The investigation findings and investigation conclusion code's in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.